Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 10.0-10.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion was noted at 14.0-16.9cm from the distal tip. Internal insulation abrasion was noted at 13.2-13.6cm from the distal tip. The etfe coating was intact at these locations. Two filars of the outer coil were fractured at 2.2cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.